Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 11 years due to stenosis and calcification. Per the op report, cardiac catheterization and echocardiography showed prosthetic aortic valve disease with prosthetic stenosis with a valve area of 0.8 cm2. The bioprosthetic valve showed the areas of calcification and one of the leaflets was very thickened and it was not mobile. The old pericardial valve was replaced with new size 21 pericardial valve. The valve was seated, sutures were tied and cut. The patient was rewarmed and weaned off cardiopulmonary bypass without any difficulty. Transesophageal echocardiogram showed no evidence of perivalvular leak.

Manufacturer narrative:
Device (B)(4) one of the leaflets was very thickened and it was not mobile. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore the reported stenosis and calcification cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, it appears that the reported stenosis was likely due to the "the bioprosthetic valve showed the areas of calcification and one of the leaflets was very thickened and it was not mobile" noted in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.